Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and implantable defibrillation lead exhibited a low out of range shock impedance measurement. A patient initiated interrogation was then performed and the shock impedance was 45 ohms. Review of daily measurements revealed all impedance measurements decreased at the same time, then went back in range. Episodes were also stored when the measurements had decreased. Review of previous daily measurements also revealed impedance measurements were steady prior to the one time decrease. No adverse patient effects were reported.

Manufacturer narrative:
Boston scientific technical services (ts) discussed possible electromagnetic interference (emi) effecting the lead measurements and causing the episode of noise. Records indicate this device and lead remain in service without further complication. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.